Event description:
Pt was revised to address a loose and malpositioned tibial tray. It was reported that the tibia was cut in varus and had shifted into more varus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.